Event description:
Information received by medtronic indicated that customer experienced low blood glucose levels of 70 mg/dl and has been having lows since they got on the pump. Customer¿s blood glucose level was 120 mg/dl at the time of the call. The customer treated the low with food. The customer reported that the pump was worn around an MRI. Troubleshooting was not completed since the customer mentioned that their doctor wants her pump to be replaced right away. The request for pump to replaced was submitted to the local office.

Manufacturer narrative:
(B)(4). S/w version 2.9d unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly connected to glucose sensor simulator. No low alerts noted. The motor was tested outside of device and passed. Unit received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.